Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer found that the full height cubie drawer was not sensing closure. It was discovered that the magnet had fallen off from the latch inseparable. The fse replaced the full height cubie drawer latch inseparable magnet, tested the drawer, and was able to successfully recover the failed drawer. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).